Manufacturer narrative:
(B)(4). Medical device problem code - (B)(4) - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unknown software alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the mobile device updated the app version, which closed the app. The reported event of an unknown software alert is reportable based on the finding of an app crash. No injury or medical intervention was reported.